Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low reading on the sensor and experienced symptoms described as "dizzy, sweating, extreme hungry and shaky" and was unable to self-treat. Customer had contact with healthcare provider who obtained an unspecified reading on the hcp meter and received unspecified treatment. A sensor reading of 42 mg/dl was reported compared to 69 mg/dl obtained on an unspecified date on a competitor meter. There was no report of death or permanent impairment associated with this event.